Manufacturer narrative:
The received device had the needle mechanism not deployed. Data showed that second priming had been completed, but the firing flat was in the incorrect position. The downloaded data shows timeouts and a drivestall. A power supply was used to actuate the sma assembly and the needle assembly deployed, but the drivestall could not be replicated. Corrosion was observed between the top battery and top battery clip. This created a poor connection, causing the device to fail to rotate the ratchet gear and preventing the needle mechanism from deploying as intended. The exact cause of the corrosion could not be determined. No other defects or deficiencies were found during the investigation.

Manufacturer narrative:
The product was returned and is pending the completion of the investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33; warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose: chapter 4 / page 36; warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient¿s pod's needle mechanism did not deploy as intended during activation.